Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a issue with the low level output cable. The low level output cable was connected to the bedside monitor. The patient had a fo iab in place. The waveform on the monitor was reported to be poor and unable to be read while the waveform on the iabp was clean and crisp. The unit was switched, while still using the same mguire cable, which resolved the issue, and therapy was continued. There was no death, injury, or adverse event reported.

Manufacturer narrative:
The cardiosave intra-aortic balloon pump (iabp) had a issue with the low level output cable. The low level output cable was connected to the bedside monitor. The patient had a fo iab in place. The waveform on the monitor was reported to be poor and unable to be read while the waveform on the iabp was clean and crisp. The unit was switched, while still using the same mguire cable, which resolved the issue, and therapy was continued. There was no death, injury, or adverse event reported. (B)(6) in biomed called to ask about troubleshooting a pump and a problem with the low level output cable. The pump had been on a patient and the low level output was connected to the bedside monitor. The patient had a fo iab in place. He says that the waveform was very poor on the monitor and unable to read, while the iabp waveform was clean and crisp. They switched pumps but used the same mguire output cable and the issue was resolved. Reviewed the steps for "zeroing" using the vent key, and then zeroing the bedside. He states all of this was done correctly. He is planning to call the local service rep for advice. A work ticket has not been created.no information available about the status of this pump and if someone is reporting onsite or if the customer called for service.